Event description:
It was reported to philips that the flexvision displayed only half of the image which can impact the procedure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary planned treatment procedure was being performed when the issue occurred and was completed by restarting the system. Customer reported to philips that the system's flexvision monitor displayed half image. Upon troubleshooting, the third-party engineer found the issue graphics processing unit (gpu) of the flexvision pc. The cause of the flexvision pc failure was not conclusively determined by the supplier's part analysis. However, replacing the flexvision pc by the third party engineer has resolved the issue. The system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.